Event description:
The iab was inserted via the right femoral in a pt with cardiogenic shock and low cardiac output. Soon after insertion of the iab, condensation was seen in the pump's helium tubing. As a result of this, the iab was removed without any pt complications.